Event description:
It was reported that the pt returned for a post-implant follow-up in 2006 complaining of extreme pain in the rv lead area. As a result, the physician scheduled a lead reposition. When the pocket was opened and the leads disconnected from the device, a dark color on the lead was observed. It appeared that blood had seeped through the lead and the physician suspected a lead insulation break. The lead was explanted and replaced.